Event description:
The lawsuit alleges that on (B)(6) 2009, the customer suffered a hypoglycemic event while driving a vehicle due to a suspected defect in his insulin pump and infusion set. It was stated that the hypoglycemic episode caused the customer to lose consciousness and veer off of the road into a tree, which caused permanent injuries to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.